Event description:
It was reported by service report that the weight on the scale was off by (B)(6). No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: scale board.